Manufacturer narrative:
: Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device history lot: device history reviewed: 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found additional reports, however no other incidents related to synovial hypoplasia (adverse tissue reaction). Total for lot number: 11 ((B)(4)). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 1. By product family: 6 (5x smartset hv, 1x smartset mv). Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the femur and tibial component at cement to implant interface. Depuy cement was used.